Event description:
General report received of an unspecified number of undocumented incidents of the piercing pin puncturing the intralipid solution containers. The tubing sets were to be used to deliver unspecified concentration s of intralipid solutions. On unspecified dates, the customer contact reported that the clinician inserted the piercing pins of the tubing sets into the administration ports of the intralipid containers. At that time, it was noted the piercing pins punctured the intralipid containers at unspecified locations. The customer contact reported that unspecified volumes of the intralipid solution leaked. No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. The lot number of the devices that were in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 230175h. The reporter was contacted and information on reprocessing of the devices was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.